Event description:
It was reported that the user¿s pump data would not sync to the portal despite multiple attempts and app reinstallation with tbm assistance, and engineering logs indicated a program or algorithm execution failure associated with the device¿s computer software. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and tbm and analysis of information provided by them. Investigation of this case revealed device software involvement with evidence of an execution failure and a data definition issue. It was concluded, based on previously established findings for similar reports, that the cause was inadequate validation of a design change.

Manufacturer narrative:
Initial.